Manufacturer narrative:
The lot number has been corrected. The lot number originally reported by end-user has an extra character in it (ah41880t3c), the manufacturing site has confirmed the correct lot was ah4180t3c. The product involved in the event was not returned for evaluation. A device history record (DHR) evaluation was conducted for lot ah4180t3c. The reviewed information confirmed that the lot was manufactured in accordance with specification. There are no non-conformances nor rework related to the failure mode described. The product safety clearance for aero chrome surgical gowns (B)(6) was reviewed and it confirmed that the product is non-irritating. Primary skin: the test extracts were considered negligible irritants. Cytotoxicity-mem: the test articles meet the requirements of the test and is not considered to have a cytotoxic effect. Sensitization-max: the test article meets the requirements of the iso 10993-10 guidelines. A root cause was not identified. A review of the manufacturing area's cleaning process was performed and there have been no changes. The products used for the cleaning process have not had any recent changes. Per procedure, the working stations are cleaned at the beginning of each shift and when there is a change of code. Complaint data was reviewed from (B)(6) 2024 to (B)(6) 2025. This is the fifth incident reported for this failure. This represents a complaints per million (cpm) for aero chrome surgical gowns of 0.31cpm. Notification of the reported incident was sent to the gown's manufacturing area for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The doctor reported he had an allergic reaction to a gown; he broke out with blotching on his arms. No reaction was observed for the first 5 minutes. The doctor is allergic to latex. He also experienced swelling of the epiglottis. This reaction occurred after wearing the gown for 10 minutes. The doctor has since returned to full duties and now carries an epipen at all times.